Manufacturer narrative:
Arjo was informed about a problem with enterprise 5000x bed. The issue was reported to the mhra by the customer. According to the information in the report, "the engineer was inspecting the bed and found "top hat" type frame fixing had popped off", which led to twisting of the bed frame. No injury was reported. There was no information where on the backrest the disconnection occured. Despite attempts to contact the customer, we were unable to obtain any more details regarding the event and the reported device malfunction. As no more information is available, therefore it is impossible to confirm the root cause of reported malfunction. Arjo device failled to meet its specification since metal frame was bent. There was no indication of patient involvement. He complaint was decided to be reportable due to insufficient information received regarding the malfunction reported (unknown component detachment). H3 other text : the customer is unable to locate the device.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo received mhra report which indicate thate engineer was inspecting the bed and found the 'top hat' type frame fixing had popped of, leading to twisting of the bed frame. Insufficient information received regarding the malfunction reported (unknown component detachment). The collection of information is still in progress.

Manufacturer narrative:
Arjo received additional information from the medicines and healthcare products regulatory agency (mhra) regarding the issue with the enterprise 5000x bed. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.